Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on 25-may-2020. This spontaneous case was reported by a health professional and describes the occurrence of abdominal discomfort ('discomfort in the hypogastrium') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal discomfort (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and alopecia ("long-standing hair loss"). The patient was treated with surgery (device explantation). At the time of the report, the abdominal discomfort, fatigue and alopecia outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, alopecia and fatigue with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4) on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a health professional and describes the occurrence of abdominal discomfort ('discomfort in the hypogastrium') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal discomfort (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and alopecia ("long-standing hair loss"). The patient was treated with surgery (device explantation). At the time of the report, the abdominal discomfort, fatigue and alopecia outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, alopecia, and fatigue with essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: insertion date added and essure model updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 29-apr-2020. This spontaneous case was reported by a health professional and describes the occurrence of abdominal discomfort ('discomfort in the hypogastrium') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal discomfort (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and alopecia ("long-standing hair loss"). The patient was treated with surgery (device explantation). At the time of the report, the abdominal discomfort, fatigue and alopecia outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, alopecia and fatigue with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.